Event description:
A cgm error was reported. There was no adverse impact to the customer's blood glucose level. The technical support team provided detailed instructions for resetting the pump, and after the reset, the error did not reappear. The caller was able to successfully start their sensor session.